Event description:
It was reported that the ilet display showed only lines and the user could not view the screen, after the device had been carried in a pocket, and the user transitioned to backup therapy while a replacement was arranged. Symptoms included no adverse clinical effects and stable blood glucose per the report. Outcomes included continuation of diabetes management using backup therapy and continued cgm use with the dexcom app or receiver. Investigation included replacement logistics, return instructions, and user guidance to shut down the device and sync data before return. Investigation of this device revealed a display malfunction consistent with screen visibility failure of the pump user interface; no alarms or alerts were reported, and no impact to cgm data was indicated. It was concluded, based on previously established findings for similar reports, that the cause was a device failure of the display subsystem with undetermined specific root cause pending evaluation of the returned unit.

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."